Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure a balloon rupture occurred. The 100% stenotic lesion was located in the moderately calcified and moderately tortuous anterior tibial artery. Access was obtained through the right femoral artery. The physician advanced the 1.5x20mm sterling es balloon to the lesion and on the first inflation, inflated the balloon to 10atms for five seconds and the balloon ruptured. The device was removed intact. There were no patient complications. The procedure was completed with a different device. Patient status is reported as "good."

Manufacturer narrative:
(B)(4): the device was disposed of by the hospital; therefore it is not possible to determine if any issues existed with the actual unit that could have contributed to the complaint. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4)